Manufacturer narrative:
UDI#:(B)(4). A review of the device history record was conducted and did not discover any indication of problems that could have caused or contributed to the complaint. The device was not returned for evaluation, therefore, the failure analysis to identify root cause to the end users experience could not be determined.

Event description:
1 of 2 reports. Other mfg report number: 1651501-2020-00012. A physician reported the cadence poly would not lock into tibial tray during a total ankle arthroplasty. Had to burn a poly and tibial implant to resolve. After trying for about 35 minutes it finally seated. Patient outcome and current status was good.